Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The power up failure was caused by a shorted u802 audio amp, which pulled down a power supply. The root cause for the shorted u802 component could not be positively identified. No adverse event resulted from the shorted u802 component could not be positively identified. No adverse event resulted from the shorted u802 component. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wouldn't power up. The patient was issued a replacement monitor.